Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to a leakage occurred in the ccd module. In addition, we confirmed that the ift collapse, the ift leakage, the angle wire hart to move, the lcb leakage, the control body leakage, the u/d pulley leakage, the lcb leakage, and the lcb collapse; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.